Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with injection fortum (1g, intraperitoneally, once daily, duration not reported) and injection vancomycin (1g, intraperitoneally, duration and frequency not reported) for peritonitis. Two days after onset, the patient died. The cause of death was reported to be due to peritonitis. Dianeal therapies were ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).